Event description:
Patient reported obtaining a blood glucose result of "hi" (>600 mg/dl) on the advantage system (meter, strip lot 549540 with expiration date 03/31/2008) while at her physician's office. Patient indicated that blood glucose was immediately retested, on the physician's device, with a result of 140 mg/dl. Based on the value obtained on the physician's device, patient was advised to decrease daily insulin dose. No patient injury was reported. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The comfort curve test strips are the suspect device.